Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving lioresal 550 mcg/ml; 159.79 mcg/day and morphine 400 mcg/ml; 116.21 mcg/day and saline 0.6 mg/ml; 0.17432 mg/day via an implantable pump via an implantable pump. The doctor reported that the patient was presented to the emergency center with an active critical alarm that had begun on the morning of this report date. Pump interrogation revealed a motor stall that was current. The pump was updated (B)(6) 2016 to minimum rate to deliver lioresal 3.44 mcg/day and morphine 2.5 mcg/day saline 0.00375 mg/day. On monday (B)(6), the pump had recovered. The pain team recommenced the pump and ceased the systemic replacement drugs. On (B)(6) 2016, patient revealed that he had fallen off a ladder just prior to the first motor stall. On (B)(6) 2016 the patient stated he fell off the ladder last thursday ((B)(6)). The pump was updated (B)(6) 2016 with a 38 percent increase to deliver lioresal 219.92 mcg/day and morphine 159.95 mcg/day and saline 0.00375 mg/day. Patient re-presented on tuesday, (B)(6) 2016, with another motor stall, the alarms were disabled and the pump put into minimal rate and patient again commenced on systemic replacement therapy. A motor stall occurred (B)(6) 2016 09:48 and recovery occurred 10:13, motor stall (B)(6) 2016 10:31 with recovery (B)(6) 2016 03:12. The issue was not resolved. Patient status was alive - no injury. Surgical intervention did not occur and it was unknown if it was planned. There was no known factor that may have led or contributed to the issue. Diagnostics/troubleshooting was noted as n'vision interrogation of the device including logs. As an action/intervention, the physician planned to reprogram the pump to minimum rate, commence oral baclofen and systemic opioids and review the patient in clinic on the following monday ((B)(6) 2016). At the time of this report, the issue was not resolved and patient status was "alive-no injury" surgical intervention did not occur and it was unknown as to whether it was planned. The session date provided indicated that a motor stall occurred on (B)(6) 2016 09:48 and recovery was noted on (B)(6) 2016 10:13. Motor stall occurred again on (B)(6) 2016 10:31 and recovery was noted on (B)(6) 2016 03:12. Additional information received from the manufacturing representative on 2016-06-15 indicated that the pump went back to normal operation but then it suffered another motor stall. No known cause had been ascertained. The hospital staff programmed the pump to minimum dose delivery and turned off the alarms. The patient was on oral medication as an "adjuvant" to his minimum dose delivery due to issues with his intrathecal infusion pump. Plans had been put in place for the patient to contact the doctors and to present to emergency department if anything goes wrong. According to the manufacturing representative, it was likely that the pump needed to be removed and replaced. There was no further information on whether the catheter was patent or not. Further information also indicated that the pump was changed to minimum rate and then updated. They thought numerous times that it had not updated. As the last screen stated 'motor stalled occurred' and this made them think that it had not up-dated. However when they waited 15 minutes and interrogated it came up with the minimum rate on the screen rather than the original rate. Perhaps it was set at the minimum rate then motor stall recovery would occur at 0300hrs again like this n'vision report. They changed the rate at 12oclock on (B)(6) 2016 it lasted at normal rate until motor stall until 5 pm on the afternoon of (B)(6) 2016. They also changed the critical and non-critical alarms to maximum time rate. Oral medication was charted. The print report provided on 2016-06-17 indicated that an active audible alarm was silenced on (B)(6) 2016 17:17, a motor stall recovery was noted on (B)(6) 2016 04:28 followed by another motor stall on (B)(6) 2016 11:51 there were no symptoms mentioned in relation to this event

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval code-conclusion updated. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis identified shorting across the insulator of the feedthrough of the motor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.